Event description:
The customer reported via telephone call that the buttons were difficult to press and did not respond immediately. The blood glucose reading was 156 mg/dl. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. No damage in the keypad assembly noted. No unlocked lcd keypad connector during our visual inspection. However, the insulin pump has broken reservoir tube lip, cracked battery tube threads and minor scratched lcd window.